Event description:
It was reported that the user experienced an ¿unable to proceed¿ alert during fill tubing on the ilet, which persisted after replacing the cartridge, connect adaptor, and infusion set and during a dry run prior to pressing and holding, indicating a device malfunction. Symptoms included no reported adverse clinical effects. Outcomes included the user transitioning to an alternative insulin therapy while awaiting a replacement device. Investigation included remote troubleshooting and verification of device information. Investigation of this case revealed a suspected device malfunction affecting pump operation that prevented initiation of the fill process. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.